Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), the stent delivery system became stuck on another manufacturer's guide wire. The lesion was located in the moderately tortuous iliac artery. The lesion was 99% stenosed and the degree of calcification was unknown. Another manufacturer's 0.035 guide wire crossed the lesion. The 9mm x 35mm x 75cm 6fr iliac wallstent was loaded onto the flushed guide wire and became stuck on the guide wire outside the patient. The stent was removed with force from the guide wire. The procedure was completed successfully with a 8x38x75 wallstent and the same guide wire. No patient injuries or complications were reported. The patient's condition is reported as "good."